Manufacturer narrative:
The rv lead remains in service. If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pace impedance measurements of less than 200 ohms, noise and oversensing. It was noted that the oversensing lead to inappropriate shocks. The patient underwent a surgical procedure in which tachy therapy was disabled on the device. The patient also received a concomitant subcutaneous implantable cardioverter defibrillator system. The patient was not pacemaker dependent at the time. The rv lead remains in service and is being used for pacing purposes only. No additional adverse patient effects were reported.